Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the pump powered up to a dim and discolored verify screen with auditory and vibratory features. The keypad cover was torn at the ¿ok¿ button. All the buttons responded properly. Removal of the keypad cover did not find any anomalies with the button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was dim and discolored. This report is made based on the results of investigation completed on (B)(4) 2015.